Manufacturer narrative:
Additional information received reported that the CT data post procedure showed type 1b endoleak from the right distal side. There has been no intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, after the implant of the device, a type ia was suspected. The physician suspected a type IV, but there was reportedly a high possibility that a proximal leak could occur. The event is ongoing. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician